Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke/separated after placement the academic representative has now communicated and got back the samples, and the hospital's instrumentation department, the nursing department, needs the manufacturer to do product quality testing. (B)(6) hospital, the afternoon of may 12 to the patient for retention needle puncture, the patient's vascular conditions are poor, there is a puncture failure, followed by repeated puncture, resulting in the hose break, left in the patient's body, after the tie tourniquet, color ultrasound under the doctor's surgery to remove. Currently academic representatives have been communicated, took back the sample, the hospital needs manufacturers to do quality testing.

Manufacturer narrative:
1. The customer returned 1 sample with the broken catheter and 1 sample with the unit package unopened, the gauge is 24g, the sku is 383083, the bath code is 4016583. 1. Visual inspection of the sample with the broken catheter: a. Catheter length: the residual catheter length is about 11mm (the distance between the break of the catheter and the catheter hub), the broken catheter length is about 8mm, and the total length is about 19mm. B. The states of the break site of the catheter: the break ports of the catheter are expanding from inside out, the colors are whitish, and the break surfaces are irregular. C. The states of the other parts of the catheter: no deformation, color change. There is a scratch and a penetration, and the wounds are all from the inside out. 2. Visual inspection and related functional testing of the sample with the unit package unopened: a. The appearances of the needle tip, the catheter tipping and the catheter surface are normal. B. Lie distance test, penetration force test, needle removal force test, and catheter pull force test are carried out on the sample, and the test results are all within the product specifications. 2. DHR/bhr review lot 4016583: 1. This batch of products were assembled at intima ii auto line 2 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 4. Review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number: 3250291, 3250292, 3177666, 3206496, 3342227, 3310590, 3310589). 3. Take the retained samples of this batch for visual inspection and related functional testing: 1. The appearances of the needle tip, the catheter tipping and the catheter surface are normal. 2. Lie distance test, penetration force test, needle removal force test, and catheter pull force test are carried out on the sample, and the test results are also within the product specifications. 4. Cause analysis: 1. The total length of 24g catheter should be 19mm, and the total length of the broken catheter is about 19mm, so the catheter is basically complete. 2. According to the states of the broken ports of the catheter and the status of the scratch and penetration of the catheter: the catheter is repeatedly subjected to the force from the inside out, that is, the penetration forces from the tip of the needle lead to the break and damage of the catheter. 3. From the product process analysis, after the final assembly of the catheter hub and paddle hub in zone 5, there are visual detection systems to detect 100% needle through catheter and lie distance. The vision detection systems are challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 4. The defect of the needle through catheter can be detected during the integrity check before the puncture, and such defective products cannot be punctured. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: there is no abnormality in the product process; no similar complaints have been received from other hospitals regarding this batch of products; no abnormality is found in the relevant functional tests of the returned sample of the same batch and the retained samples. The sample of catheter breakage is inspected and analyzed, and it is determined that the catheter is broken due to multiple needle-tip penetrations, which is related to the use end.

Event description:
The academic representative has now communicated and got back the samples, and the hospital's instrumentation department, the nursing department, needs the manufacturer to do product quality testing. (B)(6) hospital cardiology three wards, the afternoon of may 12 to the patient for retention needle puncture, the patient's vascular conditions are poor, there is a puncture failure, followed by repeated puncture, resulting in the hose break, left in the patient's body, after the tie tourniquet, color ultrasound under the doctor's surgery to remove. Currently academic representatives have been communicated, took back the sample, the hospital needs manufacturers to do quality testing. 2024-6-7 update information: complaint information below, is from an expanded event description from a complaint record determined to be duplicate of the current record. On (B)(6) 2024, a nurse in cardiology area 3 gave a patient an intravenous puncture cannulation, punctured the inner left forearm, puncture did not see blood return, immediately given to pull out, puncture process did not return the steel needle, did not deliver the hose, and instructed the patient's family to press on the puncture point. Ask the superior nurse to re-give puncture, give the left forearm against the wrist above the 5cm puncture, puncture, see blood return, see resistance, given to pull out the venous indwelling needle, found that the withdrawal of the venous indwelling needle hose length measurement of the remaining 11mm, the indwelling needle hose length of the total length of 19mm, immediately report to the doctor on duty and the head nurse, and then in the puncture site of the upper part of the about 10cm to tie a tourniquet, to prevent the entry of foreign objects into the blood vessels leading to thrombosis, and to assist the doctor to perform an emergency ultrasound. Assist the doctor to perform emergency color ultrasound, immediately contact the vascular surgeon to remove the foreign body, and do a good job of pacifying the patient and his family. After ultrasound positioning under local anesthesia, cut the skin, expose the blood vessels, take out the white 8mm or so indwelling needle hose, suture the wound disinfection, sterile gauze cover, tape fixation, the external dressings are dry and no blood seepage, continue to closely observe.